Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and patient outcome could not be conclusively established through this evaluation. Due to patient privacy laws, it was reported the account will not communicate additional information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death and multiple types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi organ failure. Whether the death was considered to be device or therapy related was not able to be provided. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.